Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient called to get help with the purewick female external catheter placement. Patient had been using the purewick product for more than 90 days.

Event description:
It was reported that the patient called to get help with the purewick female external catheter placement. Patient had been using the purewick product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Notes: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.